Event description:
The 25000u of heparin in 500ml was set to infuse at a rate of 30-32 ml per hour. During a routine blood test at approx 24 hours after the start of the infusion, it was noted that the previously stable heparinized pt was having a marked increase in their clotting time. It was reported that approx 80 mls of fluid was left in the bag. From the reported info, there are no indications of serious injury to the pt as a result of this incident. The infusion was stopped when the blood results were reviewed.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.